Event description:
Info was rec'd that reported a pt was hospitalized on (B)(6) 2011 due an incident of hypoglycemia. Per the report the pt has been experiencing labile blood glucose for several weeks with blood glucose ranging from 10 to 32 mmol/l. The night of the hospitalization the ambulance was called when the pt was found hypoglycemic. Prior to the ambulance arriving he was given glucagon. The ambulance transported the pt to the hospital where is was monitored in the ER and released. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.